Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation versacross transseptal sheath was selected for use. It has been mentioned that there were four protrusions on the valve section of the sheath; however, the plastic on one of them was found to be chipped. Although the missing fragment could not be found and the product was replaced as a precaution after being identified prior to insertion. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returning as it is contaminated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.